Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that under-sensing on single chamber pacemaker was observed. The autosense was on and small amplitude r waves following large amplitude r-waves were being under-sensed. Programming changes were suggested. It was later noted that no programming changes were made and the patient will return for follow-up in (B)(6) 2019. The patient is stable.